Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). High drain error 106 (night drain #6) alarm was confirmed in the event history log review. The event and therapy logs are not available for the date of this alarm and the cause is undetermined. If any additional information is received, a follow-up will be sent.

Event description:
A high drain error 106 alarm was identified in the log of a returned homechoice device during night drain six. The alarm occurred on (B)(6) 2011 11:48:44. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.